Manufacturer narrative:
Product event:(B)(4). Surgeon information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the surgeon reported being burned by the plasmablade device. The location and degree are unknown. It is unknown if any interventions were needed.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during a procedure, the surgeon had a small burn injury. (Per further follow-up information): ¿during the operation plasmablade 4.0 has been giving a spark when they have used it and one spark has been hit to the surgeon¿s hand and it has made a burn injury to the surgeon¿. Analysis conclusion: the reported issue of device sparking and burn allegations were not able to be confirmed. The generator functions as expected and met all product specifications. There were no anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the surgeon reported being burned by the plasmablade device. The location and degree are unknown. It is unknown if any interventions were needed. Additional information received: the surgeon reported sparking from the plasmablade device, causing a 1-2mm first degree burn on their hand.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the surgeon reported being burned by the plasmablade device. The location and degree are unknown. It is unknown if any interventions were needed. Additional information received: the surgeon reported sparking from the plasmablade device, causing a 1-2mm first degree burn on their hand.